Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for shield detaching with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder's safety device dettached during use. No injury or medical intervention was reported.